Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.

Event description:
Boston scientific received information that this pacemaker's battery prematurely depleted. The latest interrogation showed that the battery longevity remaining decreased from 2.5 years to 2 years in just one week. Boston scientific technical services (ts) was contacted and reviewed remote home monitoring data which confirmed the device was using a higher power consumption. Ts suspects either premature battery depletion or a current leak was occurring and recommended a device memory download be completed for further analysis. Upon review of the device memory, a higher than normal power condition was confirmed. The anomaly appeared to start in (B)(6) 2013 and has increased since then. This behavior is consistent with devices that experience a hardware anomaly and replacement was recommended. The device was subsequently explanted and replaced.